Manufacturer narrative:
(B)(4). Eval, results: (cva). Eval, conclusion: (based on the info provided, no root cause can be determined).

Event description:
One endeavor sprint otw drug eluting stent was implanted to the 1st diagonal. Approx one month post index procedure, the pt was admitted to hospital with altered mental status. A CT of the head showed an acute infarction. An echocardiogram showed ejection fraction was in 30% range. Pt had speech therapy. Pt recovered with treatment.